Event description:
It was reported that tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 330cm rotawire was selected for use. During the procedure, the device got kinked due to angulation when crossing the lesion and the tip was detached. Cardiothoracic surgery was performed to remove the detached tip. No patient complications were reported, and the patient was stable post procedure.

Event description:
It was reported that tip detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 330cm rotawire was selected for use. During the procedure, the device got kinked due to angulation when crossing the lesion and the tip was detached. Cardiothoracic surgery was performed to remove the detached tip. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the body of the guidewire was kinked, with the kink observed 1-10 inches. Microscopic inspection revealed the spring tip was bent and a part of the spring tip was detached and not returned for analysis. The total length of the guidewire was measured to confirm that part of the spring tip was detached and not returned for analysis. Media provided by the customer was examined but did not show evidence that could relate to the reported issue.